Event description:
The pt stated that he observed a "77" displayed on his infusion device on the evening of 2007. He replaced the power pack in his infusion device and it functioned correctly. The pt acknowledged awareness of the power pack recall. He did not have the lot number of the power pack available at the time of the call. He was advised how to distinguish power packs affected by the recall versus corrected power packs. In addition, he was shipped add'l corrected power packs. The pt did not report any blood glucose concerns. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.